Event description:
It was reported that the ventricular lead had high impedance and that the impedance has been gradually increasing over the past 10 years. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.